Event description:
Patient brought to special procedure to de access and flush port which had been leaking. When x-ray taken, it was determined port is separated from catheter. Attempt to retrieve catheter and reattach to port was unsuccessful. Port was then removed, and venous access made though groin, snare used to retreive catheter. Pt tolerated procedure well.